Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode received an inappropriate shock due to noise and oversensing. An x ray was performed which confirmed the electrode had shifted. This patient underwent a procedure to reposition the electrode, which was found to have been twisted and migrated. After repositioning was performed, inappropriate shocks were observed again. It was suspected that the electrode conductor had been fractured due to the twisting. Future action is being considered. The electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode received an inappropriate shock due to noise and oversensing. An x ray was performed which confirmed the electrode had shifted. This patient underwent a procedure to reposition the electrode, which was found to have been twisted and migrated. After repositioning was performed, inappropriate shocks were observed again. It was suspected that the electrode conductor had been fractured due to the twisting. Future action is being considered. The electrode remains in service. No additional adverse patient effects were reported. Additional information was received that this patient experienced additional inappropriate shocks. Ultimately, this electrode was explanted and the physician is considering implanting a transvenous device system. It was noted that the physicians opinion on the previous twisting of the electrode was that the threads for fixing the subcutaneous implantable cardioverter defibrillator (s-ICD) in 2 locations in the pocket got broken or the thread got broken due to movement of fat as this patient had a high body mass index, which the physician believed possibly caused the s-ICD to rotate, hence, the twisted electrode. The fracture could not be confirmed via fluoroscopic imaging. His electrode will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode received an inappropriate shock due to noise and oversensing. An x ray was performed which confirmed the electrode had shifted. This patient underwent a procedure to reposition the electrode, which was found to have been twisted and migrated. After repositioning was performed, inappropriate shocks were observed again. It was suspected that the electrode conductor had been fractured due to the twisting. Future action is being considered. The electrode remains in service. No additional adverse patient effects were reported. Additional information was received that this patient experienced additional inappropriate shocks. Ultimately, this electrode was explanted and the physician is considering implanting a transvenous device system. It was noted that the physicians opinion on the previous twisting of the electrode was that the threads for fixing the subcutaneous implantable cardioverter defibrillator (s-ICD) in 2 locations in the pocket got broken or the thread got broken due to movement of fat as this patient had a high body mass index, which the physician believed possibly caused the s-ICD to rotate, hence, the twisted electrode. The fracture could not be confirmed via fluoroscopic imaging. This electrode will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this electrode received an inappropriate shock due to noise and oversensing. An x ray was performed which confirmed the electrode had shifted. This patient underwent a procedure to reposition the electrode, which was found to have been twisted and migrated. After repositioning was performed, inappropriate shocks were observed again. It was suspected that the electrode conductor had been fractured due to the twisting. Future action is being considered. The electrode remains in service. No additional adverse patient effects were reported. Additional information was received that this patient experienced additional inappropriate shocks. Ultimately, this electrode was explanted and the physician is considering implanting a transvenous device system. It was noted that the physicians opinion on the previous twisting of the electrode was that the threads for fixing the subcutaneous implantable cardioverter defibrillator (s-ICD) in 2 locations in the pocket got broken or the thread got broken due to movement of fat as this patient had a high body mass index, which the physician believed possibly caused the s-ICD to rotate, hence, the twisted electrode. The fracture could not be confirmed via fluoroscopic imaging. This electrode will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the noise, oversensing and inappropriate shocks. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.